Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a pateint was injected with 0.4ccs of juvederm vista voluma xc in the left cheek. Following injection, internal bleeding-like color changes occurred and the patient had a dull pain from the left side of their head to the lower jaw. Healthcare professional suspected an endovascular embolism and dissolved the filler with 1500 units of hyaluronidase. And additional 1500 units were injected to restor color tone and relieve the dull pain patient had. Event reportedly resolved on the same day.